Event description:
It was noted that the pacemaker was failed to interrogate. No intervention was performed. The patient status was unknown.

Event description:
New information indicates that the patient presented for an implant procedure. During the procedure, the pacemaker failed to interrogate, with no radiofrequency telemetry detected, and the programmer remained stuck on a blank screen. The pacemaker was implanted on (B)(6) 2026 and was not returned. The programmer was utilized during the procedure. The patient remained in stable condition throughout.

Event description:
New information indicates that the patient presented for an implant procedure. During the procedure, the pacemaker failed to interrogate, with no radiofrequency telemetry detected, and the programmer remained stuck on a blank screen. Technical services were consulted and advised that the pacemaker appeared to be in radio frequency (rf) lockout mode at the time of implant. The pacemaker was implanted on (B)(6) 2026 and was not returned. The programmer was utilized during the procedure. The patient remained in stable condition throughout.